Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; discoloration/whitishness/corrosion or chemical damage on insertion tube. The universal cord / video cable has wrinkles / cut / scratch / discoloration / stickness. Bending section rubber glue worn out. Distal end cracked/chipped/deformed/scratched. Lg lens chipped. Reduced angulation. Switch rubber scratched. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-nagative staphyloccocci (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed following. The subject device had continued to smell after several time of cleaning. Therefore the user performed microbiological testing. As a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -instrument channel: staphylococcus hominis (2 cfu), rhodotorula sp (13 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew2 using peracetic acid. There was no report of infection associated with this report.